Event description:
It was reported during a ptca/stent procedure the stent would not pass over the lesion, and, it could not be withdrawn at the tip of the guiding catheter. Finally, the stent was dislodged at the peripheral vessel. This event is being reported based on the investigative analysis.